Manufacturer narrative:
Mml# (B)(4). Other device explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high-impedance failure of the right lead. The patient was unable to run therapy. There was no report of patient harm or injury. Unrelated to the out-of-range issue, during the revision surgery, the implanting physician severed the left lead. Both leads were removed, and two new leads were implanted without complications.

Manufacturer narrative:
Mml# (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4). The lead assemblies were received for analysis. No functional testing could be performed because both leads were cut into multiple segments during the explant. Visual inspection of the right lead observed rounded, fractured coils across all coils. The out-of-range (oor) was confirmed due to fractured coil wires. No fractured coil wires identified on the left lead. No other damages or anomalies were observed throughout the leads. The post-initial implant imaging was reviewed. It was confirmed that the oor was due to improper implant technique by the implanting physician. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated section d2 and h6.

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high-impedance failure of the right lead. The patient was unable to run therapy. There was no report of patient harm or injury. Unrelated to the out-of-range issue, during the revision surgery, the implanting physician severed the left lead. Both leads were removed, and two new leads were implanted without complications.